Event description:
The customer reports back to back results of; 204 vs. 446 mg/dl, 226 vs. Hi, and hi vs. 210. No report of an adverse event. Controls were not run. Return requested and replacement was sent.